Event description:
Per the customer, during a case the image guided device had issues with accuracy during the case. The device had to be reregistered to attain accuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
Per the customer, during a case the image guided device had issues with accuracy during the case. The device had to be reregistered to attain accuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Update: d9, h3, h6 . Device evaluation: follow-up report submitted to document device evaluation results.